Manufacturer narrative:
Review of the product history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been one other similar event for the sterile lot referenced. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that a stage 1 revision was performed on patient's right hip due to infection (infection reported by surgeon, microorganism not confirmed). A head and liner exchange was performed.